Event description:
It was reported that as the surgeon pulled the tvt needle through it became detached from the tape, the end of the prolene tape got stuck midway. Surgeon then retrieved the end of the tape vaginally and the needle abdominally, then re-attached the tape to the needle with a suture and was able to continue the procedure. The pt was discharged from the hosp without problems.